Event description:
This lead was implanted on (B)(6) 2012 and was exp I anted on (B)(6) 2013 for unknown product performance issue. The physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)